Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The leak occurred after intubation, which means the ett would need to be replaced. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The incident would require intervention; a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure.

Event description:
Cuff is leaking.

Event description:
Cuff is leaking.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The leak occurred after intubation, which means the ett would need to be replaced. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The incident would require intervention; a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Complaint not confirmed; no defect was present in the photos. Inventory assessment was performed and no nonconformances were identified. There is no trending of issues with the part number; this was determined by a complaint review. The root cause is most likely damage from transit or handling. Performed risk assessment and determined a severity rating of 6/10. Sent a resolution to the customer.